Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, three resolute onyx drug-eluting stents were implanted. Two in the rca and one in the ist om. Approximately 12 months post procedure, patient suffered possible nstemi and was treated with pci. Investigator assessed event is not related to the study device or antiplatelet. Patient recovered.

Manufacturer narrative:
Target (culprit) vessel involved was rca. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient was treated with medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec assessed the mi as no event. This 'no event' occurred approximately 13 months post procedure. Cec assessed the revascularization as a tlr percutaneous intervention that was clinically driven (proximal rca was indicated as the location by cec). During the index procedure, one stent was implanted in the 2nd obtuse marginal, and not the 1st obtuse marginal as previously reported. It was also reported that the patient underwent heart catheterization approximately 13 months post procedure. An angiogram showed 100% in stent restenosis of proximal rca. Interventionist was unable to advance the guide wire across the rca, and the rca was left untreated. If information is provided in the future, a supplemental report will be issued.